Event description:
Initial report: patient with infiltration. Additional information: patient care technician said initial cannulation was normal/routine. Approx 46 minutes later, the patient moved her arm and infiltration occurred. Venous avf left in place clamped & venous blood line clamped. They re-cannulated approximately 2 inches higher on the upper left arm but could not achieve adequate venous pressure, then that 2nd venous needle also infiltrated. Patient complained of chest pressure/heaviness at that time. They could not return the blood in the venous line, estimate approximately 300cc lost. She went to hospital by ambulance where a bandage/dressing was applied. She was monitored by EKG and discharged same day without stitches or other fistula/access complications. There is no plan to revise the fistula/ no fluid or blood replacement.

Manufacturer narrative:
"Exemption number (B)(4). Jmss (the manufacturer) is submitting the report on behalf of (B)(4) (the importer)". Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. Based on the information provided by the reporter, the 2 occurrence of infiltration happened due to the patient movement (1st movement was voluntary by patient and 2nd was possibly from involuntary movement and/or thinner skin in that area) and unable to achieve adequate venous pressure respectively. From reserve sample evaluation and device history record review, there was no abnormality found on the reported product lot. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of jmss product. From year 2011 to march 2015 about (B)(4) million sets of the reported product were manufactured and distributed worldwide with no such defect occurred in the market. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers. Sample was not returned to manufacturer.